Event description:
It was reported that "cable cutter for the dall miles cable system, the tip would not come out far enough to be able to cut the cable. Had to get a smith and nephew cable instead."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.